Event description:
It was reported that the sealing strip on the overpouch of a capd disconnect y set was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and the overpouch was opened along damaged reclosable tape seal. Functional testing was performed including leak testing, clear passage testing, and clamp function testing. There were no issues noted. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.